Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 2 bd safetyglide¿ needle only, 25 g the needles were clogged. This is the 1st of 3 occurrences. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to get the medication in the syringe to advance through the needle. There was no harm to the patients- it was caught prior to sticking a patient.

Event description:
It was reported while using 2 bd safetyglide¿ needle only, 25 g the needles were clogged. This is the 1st of 3 occurrences. There was no report of patient impact. The following information was provided by the initial reporter: they were unable to get the medication in the syringe to advance through the needle. There was no harm to the patients- it was caught prior to sticking a patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for batch number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with no sample analysis the symptom reported could not be confirmed.